Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient stated, " ahi spike as lost 12 pounds has a weight of 180 pounds. In regard to filter, patient says he thought he had covid, has been diagnosed with pulmonary heart disease. Dme would not give him a new filter. Patient stated, found out about the recall from sleep doctor and was told to go to dme. Doctor did say that patient lungs were fine, but patient had issues with weight loss". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil used the foam integrity test tool (fitt) to test for the sound abatement foam for degradation. The pil did find evidence of sound abatement foam degradation which was observed in the base unit. An external and internal visual inspection of device were completed and found evidence of dust/dirt contamination on the front edge of the device casing, blower motor casing, blower impellers, and at the air inlet. Slight black contamination was found at the blower seal of the blower box, and it is consistent with keratin contamination observed in ER (B)(4). The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the pil can confirm there was evidence of sound abatement foam degradation found within the device. Pil can confirm the presence of contamination in the airpath.